Event description:
Info rec'd indicated the right foot siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that the latch cover was bent causing to not latch. He replaced the latch cover to resolve the issue.